Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) disconnected from the pump during the fluorouracil infusion and leaked blood. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "patient presented for cadd problem early to clinic. Pump apparently became disconnected while he was asleep. Patient stopped his pump and clamped his line as it was leaking blood. Went to ER. Line was flushed and he was educated to present at atc in morning, he did. Line was assessed and found to be functioning properly. Dr consulted and ordered to complete fluorouracil which was remade due to contamination. Patient got new spill kit. By patient description and examination it appears the phaseal connector unscrewed from the cadd tubing possibly"